Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a implantable pulse generator (ipg) changeout procedure the device was connected to the right ventricular (rv) lead and the device switched to unipolar pacing. The lead was tested and no issues were found. The device was reprogrammed to bipolar and the rv lead was reconnected with the same result. Physician chose to implant a different device (same model) and the polarity switch did not reoccur. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.